Event description:
It was reported that the patient had pericardial effusion. Log files were submitted for review. The log files captured persistent pulsatility index (pi) events from 11jul2024 at 9:15 to 12jul2024 at 8:04. Otherwise, there were no notable alarm conditions or parameter changes. Based on the data visible, the mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Sections b1 and b2: corrected section d4: primary UDI corrected section h1: type of reportable event corrected section h6: medical device problem code corrected manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported pericardial effusion could not be conclusively determined through this evaluation. The controller event log file contained events from 11jul2024 through 12jul2024. Of note, a majority of the file contained pi events, which would have overwritten older events, per design. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists pericardial fluid collection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 4 of the IFU explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 4 of the IFU also states that the system controller can store 256 events. When the memory is full, the oldest events are deleted as new ones are saved. No further information was provided. The manufacturer is closing the file on this event.